Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 48 and 72 hours on the leg. The patient was taken to the emergency room and diagnosed with an abscess infection. It was reported that they cut out the abscess, cleaned it out and then provided a prescription for an antibiotic to be taken for 7 days.